Event description:
It was reported the patient was in a car accident. It was noted the patient saw a manufacturer representative for reprogramming after the accident. It was reported the stimulation never really worked right since the accident.

Manufacturer narrative:
Concomitant products: product ID 39286-30, serial # (B)(4), implanted: (B)(6) 2010, product type lead. (B)(4).